Event description:
A report was received that a patient was explanted due to itching while the stimulation was on. The patient took an over-the-counter antihistamine prior to the explant procedure, but it did not resolve the issue. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.